Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer was slow to boot up. Reconfiguration was completed and software was reloaded to resolve. It was also noted that the tabs on the power cord bay door were broken, the stylus did not function and the system fan was intermittently noisy.

Event description:
It was reported that the programmer is extremely slow to boot up when powered on. The programmer was replaced and returned for repair. There was no patient involvement.